Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with (B)(6) and mitral valve vegetation on transesophageal echocardiogram (tee). The ipg system was explanted. A temporary pacing lead was implanted. Antibiotic therapy was administered and later, a replacement system was implanted. No further patient complications have been reported as a result of thisevent.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.